Event description:
On 3/31/94, ruptured silicone implant removed, along with capsules "i.e. - capsular contracture, bakers 4". Hosp stay was 4 days. Hemoglobin 6.4 - no replacement, en-bloc procedure. In 1995, multiple sclerosis like symptoms, lumbar puncture. Silicone found in spinal fluid. "Heavy metals noted in hair, nails, urine, and blood." Chronic fatigue, fibromyalgia, unk fevers, stroke like symptoms, vision problems, hair loss. In 1996, admitted to cardiac dept. Possible cardiac "deposition of silicone." Had a 16 beat run of ventricular trachycardia, started on cardiac meds to present. Positive anti-nuclear antibody 1:320, diagnosted with lupus and treated to present. T-cell stimulation test positive to silica, 225. In 1997, "gel 70 4" plus possible "crest" syndrome (calcinosis, cutis, raynaud's phenomenon, esophageal dysmobility, scleroderma, telangiectasia), and "sicca".